Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Aneurysm rupture is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported aneurysm rupture was an anticipated procedural complication. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the left internal cerebral artery (ica) using penumbra smart coils (smart coils). During the procedure, the patient experienced an intra- operative aneurysm rupture. There was no remedial therapy, medical procedure or hospitalization required to address the aneurysm rupture. The event was considered resolved the same day (B)(6) 2018. The intra- operative aneurysm rupture was reported to be an adverse event with a possible relationship to the smart coil and the procedure.